Manufacturer narrative:
As reported in the preserve study; a cordis optease retrievable vena cava filter was placed as part of thrombolysis procedure and the subject was discharged from hospital on the same day. Approximately a month later, the subject presented at the emergency department and was emergently admitted to surgery with a diagnosis of phlegmasia cerulea dolens. Iliac venography demonstrated complete thrombosis of the left iliac venous system all the way to the ivc. Inferior venocavogram demonstrated near occlusive thrombus of inferior vena cava into the ivc filter. Flow was brisk to the ivc and around the clotted portion of the vena cava filter. Tpa was administered and tpa infusion begun for catheter directed thrombolysis. Aspiration thrombectomy and catheter directed thrombolysis was performed the following day, involving the ivc, left iliac vein and left external iliac vein. The event resolved without sequelae and the subject was discharged seven days later on asa and apixaban. The event was considered possibly related to the ivc filter or procedure. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿device occlusion¿ resulting in ¿phlegmasia cerulea dolens¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Phlegmasia cerulea dolens is an uncommon severe form of deep venous thrombosis which results from extensive thrombotic occlusion of the major and the collateral veins of an extremity. It is characterized by sudden severe pain, swelling, cyanosis and edema of the affected limb. There is a high risk of massive pulmonary embolism, even under anticoagulation. Treatment is by catheter directed thrombolytic therapy, as in this case. Procedural and patient factors may have contributed to the reported event. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the preserve study; a cordis optease retrievable vena cava filter was placed as part of thrombolysis procedure and the subject was discharged from hospital on the same day. Approximately a month later, the subject presented at the emergency department and was emergently admitted to surgery with a diagnosis of phlegmasia cerulea dolens. Iliac venography demonstrated complete thrombosis of the left iliac venous system all the way to the ivc. Inferior venocavogram demonstrated near occlusive thrombus of inferior vena cava into the ivc filter. Flow was brisk to the ivc and around the clotted portion of the vena cava filter. Tpa was administered and tpa infusion begun for catheter directed thrombolysis. Aspiration thrombectomy and catheter directed thrombolysis was performed the following day, involving the ivc, left iliac vein and left external iliac vein. The event resolved without sequelae and the subject was discharged seven days later on asa and apixaban. The event was considered possibly related to the ivc filter or procedure.